Event description:
It was reported during a percutaneous transluminhal coronary angioplasty procedure the detatched tip of the balloon was found on the guidewire. Reportedly, no patient injury occurred.